Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 56-year-old male patient presenting with cardiomyopathy, scai shock stage d. The patient¿s comorbidities were unknown. During support, the pump ingested material, and a clot was identified as a contributing factor. The impella 5.5 was subsequently replaced, and the patient survived to explant. The reported thrombosis requiring device replacement is consistent with hemocompatibility-related events in the setting of mechanical circulatory support and may be influenced by factors such as underlying cardiomyopathy, systemic anticoagulation status, and clot burden within the vascular access pathway.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: no logs were returned. The cause of the low pump flow cannot be determined since no product or data logs were returned and insufficient clinical details were provided.